Event description:
It was reported that the physician called in for a review of consult data. Technical services reviewed the device data and found there were high left ventricular (lv) amplitudes along with a stored signal artifact monitoring (sam) event in which there was oversensing of the respiratory rate trend (rrt) sensor. There were no out of range measurements observed. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.